Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a tumor in the auditory nerve. The tumor was removed and apparently after the surgery, the nerve seemed in good order. Upon activation, the patient had no access to sound.